Event description:
This is the same event and the same pt reported under MDR ID # 2939859-1999-00006, and 2939859-1999-00008. This second MDR is being submitted for the second suspect product, also a device mfg by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who was originally skin tested on 21 october 1998 with negative results. On 23 november 1998, the pt was treated with three formulations of product in the upper and lower vermilion borders, nasolabial folds, periorbital fine lines, and transverse forehead lines. The physician noted a little initial redness at the nasolabial folds, which he attributed to the treatment procedure and the sensitivity of the pt's skin. The pt stated that the redness was resolving satisfactorily, but on or about 30 november 1998, the redness increased in the nasolabial folds and appeared at the vermilion borders, along with significant swelling in these areas. The physician did not attribute the symptoms to hypersensitivity because the periorbital and forehead areas were asymptomatic. On or about 12 december 1998, the physician prescribed a medrol dos-pak. On or about 12 december 1998, the symptoms of redness and swelling began at the forehead and periorbital treatment sites. By about 12 december 1998, the swelling at the vermilion border had lessened considerably; however, all sites were continuously red and itchy. Subsequently, the pt stated that itching increased after beginning the medrol. The pt had also been using a topical hydrocortisone cream without much relief (start date not recalled). The pt noted that the symptoms worsened after the consumption of red wine. With the onset of symptoms in the periorbital and forehead areas, the physician diagnosed a hypersensitivity.